Event description:
It has been reported to philips that the device touchscreen does not respond to touch.

Event description:
It has been reported to philips that the device touchscreen does not respond to touch.